Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) was going in and out of communication loss with a variety of telemetry devices. This issue was appearing across the board in towers 6 and 7. The customer also reported that the access point reports showed that everything was connected as intended. No patient harm occurred. Service requested / performed: troubleshooting. Investigation summary: the cns device is designed so that when there is a communication breakdown, a message on the screen notifies the user of the issue: "communication loss" the meaning of the message and troubleshooting steps are described in the operator's manual. The customer stated the issue was resolved internally but no details were available. No issues on the cns or gz telemetry devices were noted. Thus, the root cause is attributable to environmental factors. Under another ticket (77341) the customer stated the communication loss issue was resolved by adjusting the host server. The issue has not reoccurred. No further action is warranted at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the central nurse's station (cns) was going in and out of communication loss with a variety of telemetry devices.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was going in and out of communication loss with a variety of telemetry devices. This issue was appearing across the board in towers 6 and 7. The customer also reported that the access point reports showed that everything was connected as intended. No patient harm occurred. Nk ts is currently working on resolving this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was going in and out of communication loss with a variety of telemetry devices.